Manufacturer narrative:
Electrical and a mechanical analysis. The inspection revealed a damaged insulation in the distal area of the lead. This insulation damage can be considered as the root cause of the noise mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The analysis of the diagnostic x-ray images received for analysis revealed a severe curvature of the lead body which might have contributed to the damage. The analysis of the ICD and the lead did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that artefacts were detected on this right ventricular lead. No adverse patient side effects were reported.